Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) while in transport, the device reboot/reset on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was observed during review of the clinical files. However, the reported problem could not be duplicated with the device. The customer was sent a replacement multi-function cable as a precaution, since the gasket was observed to be missing. The device passed final testing, was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.